Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from healthcare provider regarding a patient receiving compounded baclofen (200 mcg/ml at 124.96 mcg/day), dilaudid (4mg/ml at 2.4993 mg/day), bupivacaine (30 mg/ml at 18.744 mg/day) and clonidine (200 mcg/ml at124.96 mcg/day) via an implanted device. Indication for use was noted as non-malignant pain. The pa dose was increased 82%. The pump status after update on (B)(6) 2015 showed the daily dose change was a 20% decrease and the pa dose was increased 103%. The patient experienced sedation secondary to intrathecal medications. The outcome was resolved without sequelae (complete recovery) on (B)(6) 2015. The drug action that caused the event was an increased dose. It was further noted the patient also experienced sedation secondary to intrathecal medication prior to programming date of recent refill on (B)(6) 2015. Again, the patient was re programmed on (B)(6) 2015 and the event resulted in an unscheduled office visit. The patient reported sedation and the date of test was (B)(6) 2015. As per the pump logs, the pump was examined on (B)(6) 2015 (last changed on (B)(6) 2015), the patient received compoundedbaclofen 200 mcg/ml (dose 159.87 mcg/day), dilaudid 5 mg/ml (dose 3.9967 mg/day), ketamine 150 mcg/ml (dose 119.90 mcg/day) and clonidine dose 300 mcg/ml (dose 239.80 mcg/day) in simple continuous mode. The pa dose was increased 47%; however the daily dose change was 0%. There was no change in drug and the outcome of sedation was resolved without sequelae (complete recovery) on (B)(6) 2015. The pump logs examined on (B)(6) 2015 (last change (B)(6) 2015) the patient received dilaudid 5 mg/ml (dose 4.9985 mg/day), bupivacaine 30 mg/ml (dose 29.991 mg/day), compounded baclofen 200 mcg/ml (dose 199.94 mcg/day), clonidine 300 mcg/ml (dose 299.91mcg/day) and ketamine 150 mcg/ml (dose 149.96mcg/day). The pa dose was increased 51% and there was a 0% change in the daily dose. It was reported that the patient reported dizziness on (B)(6) 2015. No interventions were done. The outcome was noted as unresolved at time of study exit/death/study closure (condition unchanged). No change in drug infusion was made. The patient reported that ptm error code was seen (code not specified in note). The patient reported uncontrolled pain and inability to activate the personal therapy manager (ptm). The pump was interrogated on (B)(6) 2015 at (00:37) which revealed the empty reservoir alarm had occurred. The patient was advised to go into the emergency department (ed) and the patient was admitted to the intensive care unit (ICU). The pump was refilled on (B)(6) 2015 at 10:34. The patient's pump was not refilled prior to alarm date secondary to scheduling error. At the time of the pump refill, 0.75ml was aspirated from the pump prior to refilling. The patient had intrathecal medication withdrawal. Intervention included pca ( patient-controlled analgesia pump), oral baclofen, clonidine and lorazepam. During the hospitalization the patient experienced a pulmonary embolism and passed away on (B)(6) 2015. The relationship between the withdrawal from intrathecal pump medication and the pulmonary embolism (pe)/patient death could not be ruled out. The physician thought that the pe was indirectly related to the withdrawal. Seriousness was noted as "led to death, resulted in life-threatening illness or injury, required in-patient or prolonged hospitalization." The cause of death was the pulmonary embolism and the events related to the hospitalization were due to increased pain from medication withdrawa l. Action taken with compounded baclofen, dilaudid, clonidine, ketamine and bupivacaine was unknown. The outcome of the events pain and drug withdrawal syndrome was not reported. Seriousness of sedation and dizziness was not reported. The event sedation (first and second occurrence) etiology was related to the device or therapy and drug (hydromorphone and baclofen) and not related to the implant procedure. The event dizziness etiology was possibly related to the device or therapy and drug (hydromorphone, baclofen, clonidine, or ketamine) and not related to the implant procedure. The event pulmonary embolism was related to device or therapy, was not related to implant procedure and was related to drug due to empty pump reservoir.

Event description:
Additional information received from the healthcare professional updated the etiology of the event as possibly related to the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional via the product surveillance registry (psr) indicated the patient reported increased pain, dizziness, lower extremity edema, and their muscles tingled on (B)(6) 2016. The patient received hydration twice that week and an ultrasound was performed which did not reveal fluid. The same date the patient got an four digit code on their ptm when requesting a bolus and reported severe pain. On (B)(6) 2016, the pump was reset with a low reservoir volume of 0.5ml to allow the pump to infuse. The doctor talked to the pharmacy regarding combining medications to be delivered by an outside infusion until the patient¿s usual pump medications could be compounded on monday. The catheter was also aspirated on (B)(6) 2016 and then through the side port of the pump for continuous infusion of spinal medication. Peripheral infusion running through the side port of the pump to match continuous rate of pump. They were able to make her baseline medications: hydromorphone 5mg/day, bupivacaine 30 mg/day, baclofen 200 mcg/day, clonidine 300 mcg/day, ketamine 150 mcg/day over 100 ml infusion in 24 hours. Pump set to minimal rate. On (B)(6) 2016, the patient was seen in the hospital and ¿pe consideration per ICU team, family declined escalation of care.¿ the patient was unresponsive to questions and slept most of the time, and received ativan 4mg every 1-2 hours.

Manufacturer narrative:
The dates were corrected from '2016' to '2015' in the previously reported information.

Event description:
Additional information received indicated the patient passed away at the hospital and documentation regarding disposition of the pump could not be found. Correction: additional information received from the healthcare professional via the product surveillance registry indicated the patient reported increased pain, dizziness, lower extremity edema, and their muscles tingled on (B)(6) 2015. The patient received hydration twice that week and an ultrasound was performed which did not reveal fluid. The same date the patient got an four digit code on their personal therapy manager (ptm) when requesting a bolus and reported severe pain. On (B)(6) 2015 the pump was reset with a low reservoir volume of 0.5ml to allow the pump to infuse. The doctor talked to the pharmacy regarding combining medications to be delivered by an outside infusion until the patient¿s usual pump medications could be compounded on monday ((B)(6) 2015). The catheter was also aspirated on (B)(6) 2015 and then through the side port of the pump for continuous infusion of spinal medication. Peripheral infusion running through the side port of the pump to match continuous rate of pump. They were able to make her baseline medications: hydromorphone 5mg/day, bupivacaine 30 mg/day, baclofen 200 mcg/day, clonidine 300 mcg/day, ketamine 150 mcg/day over 100 ml infusion in 24 hours. Pump set to minimal rate. On (B)(6) 2015 the patient was seen in the hospital and ¿pe (pulmonary embolism) consideration per ICU team, family declined escalation of care.¿ the patient was unresponsive to questions and slept most of the time, and was currently receiving ativan 4mg every 1-2 hours.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional on 31-jan-2017 indicated the medical records did not reveal the disposition of the pump and they advised that the hcp speak with the (B)(6) at the hospital. The (B)(6) supervisor indicated the pump likely remained implanted until the patient reached the funeral home. The hospital morgue believed the patient likely had the pump implanted when the body was released to the funeral home.

Event description:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional via the product surveillance registry. It was indicated that at the time of the event the patient was also taking hydrocodone-acetaminophen and oxycodone extended-release. Past medical history included lumbar radiculopathy, malignant pain, and urothelial cancer.